Manufacturer narrative:
Additional information: h6. H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line/set) alarm. The patient was connected at the time of the alarm. This occurred during drain four of four of peritoneal dialysis (pd) therapy. During the troubleshooting, it was determined that there was a small puncture in the patient line of the homechoice cassette which resulted in a leak that led to this alarm. Renal therapy services (rts) assisted the patient to end the therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.